Manufacturer narrative:
Argus case (B)(4).

Event description:
Foreign body in throat [foreign body in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received double salt dental adhesive cream (new (B)(4)) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new (B)(4). On an unknown date, an unknown time after starting new poligrip, the patient experienced foreign body in throat (serious criteria gsk medically significant). On an unknown date, the outcome of the foreign body in throat was unknown. It was unknown if the reporter considered the foreign body in throat to be related to new poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. On an unknown date, the patient used new poligrip only for dinner because he had full lower denture. After dinner, he felt like it was stuck in his throat (serious criteria gsk medically significant), and when he spit it out, something like colorless and transparent adhesive came out.